Event description:
The customer reported that this right atrial (ra) lead exhibited low pacing impedance measurements less than 200 ohms. A revision procedure was performed and the lead was explanted. The field representative indicated the lead would not be returned. No adverse pt effects were reported. The customers lead registration form indicates a new right atrial lead was implanted successfully. The lead was actively implanted for approximately 7 years, 6 months.

Manufacturer narrative:
The lead was explanted with no adverse pt effects: it will not be returned, per the field representative. As a result, the allegations against this lead cannot be confirmed. The customers lead registration form indicates a new right atrial lead was implanted successfully. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.